Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles insulin was not able to be delivered. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient with diabetes, when using an insulin pen with a new needle for a disposable injection pen, it was found that the needle could not exhaust the air, it was also found that the needle was blocked. Replacing it with another new needle.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles insulin was not able to be delivered. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient with diabetes, when using an insulin pen with a new needle for a disposable injection pen, it was found that the needle could not exhaust the air, it was also found that the needle was blocked. Replacing it with another new needle.